Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("huge blood clots"), genital haemorrhage ("bleeding"), uterine cyst ("cysts on uterus"), vertigo ("vertigo"), hypoaesthesia ("numbness in hands and feet"), abdominal distension ("bloating"), arthralgia ("hip pain"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss") and vision blurred ("blurry vision"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, thrombosis, genital haemorrhage, uterine cyst, vertigo, hypoaesthesia, abdominal distension, arthralgia, sexual dysfunction, alopecia and vision blurred outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, genital haemorrhage, hypoaesthesia, pelvic pain, sexual dysfunction, thrombosis, uterine cyst, vertigo and vision blurred to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("huge blood clots"), genital haemorrhage ("bleeding"), uterine cyst ("cysts on uterus"), vertigo ("vertigo"), hypoaesthesia ("numbness in hands and feet"), abdominal distension ("bloating"), arthralgia ("hip pain"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss") and vision blurred ("blurry vision"). The patient was treated with surgery (partial hysterectomy, essure removal). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, thrombosis, genital haemorrhage, uterine cyst, vertigo, hypoaesthesia, abdominal distension, arthralgia, sexual dysfunction, alopecia and vision blurred outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, genital haemorrhage, hypoaesthesia, pelvic pain, sexual dysfunction, thrombosis, uterine cyst, vertigo and vision blurred to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A63339) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma, dizziness, asthenia, hypothyroidism, parity 2 and multi gravida. The patient had a family history of diabetes, heart disease, unspecified and hyperlipidemia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), thrombosis ("huge blood clots"), genital haemorrhage ("bleeding"), uterine cyst ("cysts on uterus"), vertigo ("vertigo"), hypoaesthesia ("numbness in hands and feet"), abdominal distension ("bloating"), arthralgia ("hip pain"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss") and vision blurred ("blurry vision"). The patient was treated with surgery (partial hysterectomy, essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, arthralgia, genital haemorrhage, hypoaesthesia, pelvic pain, sexual dysfunction, thrombosis, uterine cyst, vertigo and vision blurred to be related to essure administration. The reporter commented: discrepancy noted : insertion date: as per argus (B)(6) 2013; as per mr (B)(6) 2013. 3 coils seen externally after being deployed. Same was then repeated on the left side with only 1 coil being seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: category 2 microinsert location. Category 1 tubal occlusion. [Pathology test] on (B)(6) 2020: pathological diagnosis: uterus and bilateral fallopian tubes,supracervical hysterectomy and bilateral salpingectomy: uterus(weight-182 g); atrophic endometrium; uterine leiomyoma (5 cm in greatest dimension); bilateral fallopian tubes with intraluminal coiled metallic implants compactible with essure devices, left fallopian tube with microsciopic benign paratubal cysts. [Ultrasound pelvis] on (B)(6) 2018: 6.6 cm myoma of left uterine fundus enlarges the uterus. No other abnormalities. On (B)(6) 2018: increasing size of left fundal intramural myoma. Thickened endometrium without evidence for solid mass. Normal ovaries. No mass or torsion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A63339) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma, dizziness, asthenia, hypothyroidism, parity 2 and multi gravida. The patient had a family history of diabetes, heart disease, unspecified and hyperlipidemia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), thrombosis ("huge blood clots"), genital haemorrhage ("bleeding"), uterine cyst ("cysts on uterus"), vertigo ("vertigo"), hypoaesthesia ("numbness in hands and feet"), abdominal distension ("bloating"), arthralgia ("hip pain"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss") and vision blurred ("blurry vision"). The patient was treated with surgery (partial hysterectomy, essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, arthralgia, genital haemorrhage, hypoaesthesia, pelvic pain, sexual dysfunction, thrombosis, uterine cyst, vertigo and vision blurred to be related to essure administration. The reporter commented: discrepancy noted : insertion date. As per argus 01-mar-2013. As per mr 13-mar-2013. 3 coils seen externally after being deployed. Same was then repeated on the left side with only 1 coil being seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: category 2 micro-insert location. Category 1 tubal occlusion. [Pathology test] on (B)(6) 2020: pathological diagnosis: uterus and bilateral fallopian tubes,supracervical hysterectomy and bilateral salpingectomy: -uterus(weight-182 g). -atrophic endometrium. -uterine leiomyoma (5 cm in greatest dimension). -bilateral fallopian tubes with intraluminal coiled metallic implants compactible with essure devices,left fallopian tube with microsciopic benign paratubal cysts. [Ultrasound pelvis] on (B)(6) 2018: 6.6 cm myoma of left uterine fundus enlarges the uterus. 2. No other abnormalities.; on (B)(6) 2018: increasing size of left fundal intramural myoma. 2. Thickened endometrium without evidence for solid mass. 3. Normal ovaries. No mass or torsion. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.